Manufacturer narrative:
Device evaluation - the returned device was powered on. The device could not complete the priming operation. Functional testing could not be completed due to an electrical issue with the device keypad. The cause of the keypad issue could not be established.

Event description:
It was reported that the device alarmed with the displayed message "no cassette attached". No adverse effects to patient reported.